Event description:
It was reported that a smiths medical pump exhibited the following error codes 45982, 45120, 45980 twice and 45983. It was reported that the codes were occuring in-between patients, when pumps were being serviced. There was no patient involvement.